Event description:
It was reported that the patient¿s guardian sought to return the ilet due to dissatisfaction with the requirement to use a cgm and reports of blood glucose fluctuations, and the device was no longer in use. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included a review of training status and coordination with the healthcare provider and field team to assess eligibility for return. Investigation of this case revealed disagreement between the caregiver¿s report of training and the healthcare provider¿s report that training did not occur, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.